Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total thyroidectomy procedure, there was never a signal from the nerve on the monitor, even though the doctor saw the nerve moving, but the equipment never picked up the signal. The version used was v1.7.5. The surgeon observed muscle movement with probe stimulation. The response was a blip, as if it were not a nerve, and no waveform appeared on the screen. There was a procedure delay and the procedure was extended to 45 minutes. The issue was resolved by replacing the tube with a new one, which did not present any problems. There was no injury to the patient.

Manufacturer narrative:
H6: initially submitted codes fdm b17 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.